Event description:
A remstar pro c-flex+ was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed complete foam particles within the blower and evidence of dust contamination. In addition, the device displayed error codes e062 (err_stuck_ramp_key) and e065 (err_stuck_encoder_a) in the device log. The device was scrapped by the service center after the evaluation was completed. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.